Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-88- meter strip connector issue - missing/bent/damaged ground pin. Note: manufacturer contacted customer on 5/26/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer advised that her condition had improved and she is no longer experiencing symptoms. Customer states that she went to the doctor on (B)(6) 2017 and was told that her blood glucose reading was high at 200 mg/dl and the doctor advise her to take her metformin medication.

Event description:
Consumer reported complaint for dead battery accompanied by symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of frequent urination and feeling dizzy. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.